Manufacturer narrative:
Information received that patient healed.

Event description:
Surgeon reported patient had a mature cataract and there were no complications during the surgery. One day post-operation grade 4 corneal burn was observed. Significant inprovement in 1 week observed.

Manufacturer narrative:
Field service visited site after event. The system was checked (visual, functional and electrical testing performed) and no problems were identified. Also ellips fx handpiece was tested and no problem was found. The system meets amo specifications.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2013. The manufacturer report number should have been (B)(4). Placeholder.

Manufacturer narrative:
''Surgeon reported patient had a cataract and there were no complications during the surgery. One day post-operation grade 4 corneal burn was observed. Significant improvement in 1 week observed.'' Placeholder.